Manufacturer narrative:
Additional information received indicating the handpiece was being used in a cadaver lab when it got warm. Another handpiece was used to complete the lab. There was no impact to the user. (B)(4) 2016, usage of device: reuse. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating the handpiece was being used in a cadaver lab when it got warm. Another handpiece was used to complete the lab. There was no impact to the user.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the motor gets too warm. There was no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The facility provided an update, there was no issue with this device, the device did not overheat.